Manufacturer narrative:
The service rep replaced the power supply. This case is closed.

Event description:
The customer reported possible intermittent vertical lift issues. No patient injury reported.